Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported water was sprayed into the device on the right side and water was found on the circuit boards during inspection for use involving an olympus video system center. There were no reports of patient involvement.